Event description:
The consumer was getting up from a seated position on the rollator when the right leg allegedly collapsed. No injury is alleged.

Manufacturer narrative:
(B)(4) - retrospective review on (B)(6) 2011 of this file based on protocol (B)(4) - (B)(6) 2011 determined this is an MDR. RMA 859094607l has been initiated for this issue. Model 65650r rollator serial number/date code (B)(4) is approximately 2 years and 2 months old. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.